Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving fentanyl, prialt, baclofen, morphine, and an unknown drug (all unknown doses and concentrations) via an implantable infusion pump for spinal pain. It was reported on (B)(6) 2016 that the patient's healthcare provider (hcp) no longer took the insurance that the patient had and the patient needs a new managing hcp. It was reported that on (B)(6) 2016 the patient was due for a pump refill and didn¿t get one. It was also reported that on (B)(6) 2016 the patient's pump went empty and the patient went through opiate withdrawal. It was also stated the patient went to the hospital and received a month's supply of oral medication. It was stated the patient had a prialt side effect. The patient didn¿t have good memory, and their "brain goes dead" meaning they cant remember or recall and stated they didn¿t know information. (Information omitted pertaining to (B)(4) refill issue; alarm; infection). The patient was sent a list of healthcare providers. The patient contacted a facility which stated that they didn't do compounding. It was stated the patient was told they can do an internet search for someone to assist with the pump.